Event description:
A technician reports a patient with monocular diplopia following intraocular lens (iol) implant surgery. In a follow up, the surgeon reports the outcome of the event as "unknown", and the prognosis as "poor".

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation; the device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received in the lot number. Additional information was requested by fax and mail on 09/12/2008 and by phone on 09/24/2008. A completed questionnaire was received on 09/26/2008.